Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a caregiver (cg) observed a minicap with a sponge that was yellow instead of red. The cg stated that the minicap looked dry, which caused the yellowish color. There was no visible damage to the overpouch or the case. The reported issue was found before use. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 3 of 4.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.